Manufacturer narrative:
Result: broken timing link.

Event description:
It was reported by service report that the patient head left timing link was broken. It is unknown if there was patient involvement or adverse consequences to report.